Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The balloon and tip were microscopically examined. There was blood in the inflation lumen, guide wire lumen and balloon. The balloon was loosely folded. The device was received twisted and knotted up. When the device separated it was a complete hypotube separation 64cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube and shaft of the device. The shaft was twisted at the distal end of hypotube distally for 5mm and 9.5cm ¿ 10cm distal of the end of the hypotube. The balloon revealed a 1cm longitudinal tear in the balloon wall at the proximal of the balloon. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with multivessel coronary disease. The target lesion was located in the right coronary artery with severe diffused atherosclerosis and very calcific from the origin and along its entire path, with significant stenosis of 95% in its origin, 85% in middle third, 80% in distal third and 80% in the largest posterolateral branch. After a 0.014 non-bsc guide wire crossed the lesion, posterior angioplasty was performed at the middle third of the artery with a 2.50mm x 20mm emerge¿ balloon catheter. However, when the balloon was inflated at 14 atmospheres, the balloon ruptured. The ruptured balloon was completely removed without presenting complications in the patient. Angioplasty was then continued with 2.75 x 20mm, 3.0 x 20mm, 1.5 x 20mm, and 2.0 x 30mm balloon catheters at the level of the entire artery and implantation of three drug-eluting stents which obtained adequate coronary flow. The procedure was completed and the patient was brought to the recovery service with stable vital signs without any complications.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with multivessel coronary disease. The target lesion was located in the right coronary artery with severe diffused atherosclerosis and very calcific from the origin and along its entire path, with significant stenosis of 95% in its origin, 85% in middle third, 80% in distal third and 80% in the largest posterolateral branch. After a 0.014 non-bsc guide wire crossed the lesion, posterior angioplasty was performed at the middle third of the artery with a 2.50mm x 20mm emerge¿ balloon catheter. However, when the balloon was inflated at 14 atmospheres, the balloon ruptured. The ruptured balloon was completely removed without presenting complications in the patient. Angioplasty was then continued with 2.75 x 20mm, 3.0 x 20mm, 1.5 x 20mm, and 2.0 x 30mm balloon catheters at the level of the entire artery and implantation of three drug-eluting stents which obtained adequate coronary flow. The procedure was completed and the patient was brought to the recovery service with stable vital signs without any complications.